Event description:
The manufacturer received information from a third-party service center during the device evaluation that corrosion was found on device. During visual inspection of the device, corrosion was found inside the device. In addition, the inspection found connector oxide contamination and unit scrapped. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion in device. Secondary findings include connector oxide contamination present inside the device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.